Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2008; 407645, implantable pacing lead, (B)(6) 2008; 419588, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and caused diaphragmatic stimulation. The lead remains in use, but a new rv lead was implanted for pace/sense purposes. No patient complications have been reported as a result of this event.